Event description:
It was reported patient still had concerns regarding their device or therapy but was working with their doctor. The patient indicated that they were having problem with their unit and was requesting for another one. The patient scheduled appointment was on (B)(6) 2015.

Event description:
It was reported that patient experienced loss of therapeutic effect and no stimulation sensation. It was noted that when she started to have issues with not feeling the stimulation, she noticed a return of symptoms and it has gradually become worse. The patient had increased setting to 2.9 and still not feeling stimulation and she was directed not to increase beyond 3.0 by manufacturer representative. The patient switched programs and will work with new program and if needed can switch to other programs. It was indicated that patient has an appointment with health care provider next wednesday about a week from this call. Additional information received on (B)(6) 2015 indicated patient still experienced loss of therapeutic effect. The patient mentioned she catheterized herself for a few years before the implant in 2008. It was reported that in the middle of (B)(6) of this year (2015) the patient had to start catheterizing herself again as she was not voiding and was getting up 4-5 times during the night. The patient went to the urologist thinking it was a urinary tract infection but that wasn¿t it. The health care provider got patient hooked up with a representative. The patient indicated that they tried changing programs but that didn¿t work. The patient called their hcp again and the representative called patient back and told her to put it up higher and higher and then if that doesn¿t do anything for 2 weeks then to make another appointment". It was noted that the representative made another hcp appointment. The patient was put on a different program and thinks it was program 3 but that wasn¿t doing anything. The patient went back to program 1 but would feel it a little but then it goes away". Patient later indicated that her implantable neurostimulator was not working and it hasn¿t been for a while. She did not give any other information on the product and what it was doing. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0az44, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).